Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device/embedded within the adipose is a coiled spring-like metallic object') and intestinal perforation ('essure had penetrated the bowel wall') in an adult female patient who had essure (batch no. C69251) inserted for female sterilisation. Concomitant products included montelukast sodium (singulair). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and intestinal perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, laparoscopic removal of foreign body). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and intestinal perforation outcome was unknown. The reporter considered embedded device and intestinal perforation to be related to essure. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, lot number, concomitant drug, date of removal added. Event medical device removal updated to event embedded essure device. Event: essure had penetrated the bowel wall added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('embedded essure device/embedded within the adipose is a coiled spring-like metallic object') and gastrointestinal injury ('essure had penetrated the bowel wall'). In an adult female patient who had essure (batch no. C69251- inv), inserted for female sterilisation. Concomitant products included: montelukast sodium (singulair). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, laparoscopic removal of foreign body). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and gastrointestinal injury outcome was unknown. The reporter considered embedded device and gastrointestinal injury to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report